Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The ins battery was found to have reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 232. The last recorded recharge session performed while the device was implanted had the default date of (B)(6) 2000 due to por. The device was recharged for 57 minutes and the battery charged from 2.785v to 3.540v. The prior charge was dated (B)(6) 2015 and lasted for 4 hours 10 minutes; the battery charged from 3.655v to 4040v. The battery discharged to the lock mode on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4). Implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient requested an implantable neurostimulator (ins) with adaptive stimulation because his obesity interfered with his ability to reach the ins. No patient injury was reported. The patient recovered without sequelae. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient's battery was replaced. The patient claimed the battery was replaced because it "was running low." No patient symptoms were reported. The indications for use include spinal pain and failed back surgery syndrome. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.